Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that there was an emergency room visit for high blood glucose levels and borderline diabetic ketoacidosis (dka). Customer's blood glucose reading at the time of emergency room visit was over 600 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).